Manufacturer narrative:
Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field.

Event description:
It was reported that the health care professional (hcp) contacted boston scientific technical services (ts) because latitude clarity displayed an error message, that indicated monitoring was disabled due to a possible insertable cardiac monitor (icm) device issue. Ts reviewed latitude clarity and confirmed what the hcp reported, they noted there was a connection issue between the icm device and the patient mobile monitor (pmm). Ts suggested the clinic should explant, replace this icm device and return it for analysis to determine the root cause of the issue. Additional information, received a few months later, indicates this icm device was explanted from the patient due to the initially reported issue. No new icm device was implanted at the time. No adverse patient effects were reported. This icm device has been returned.

Event description:
It was reported that the health care professional (hcp) contacted boston scientific technical services (ts) because latitude clarity displayed an error message, that indicated monitoring was disabled due to a possible insertable cardiac monitor (icm) device issue. Ts reviewed latitude clarity and confirmed what the hcp reported, they noted there was a connection issue between the icm device and the patient mobile monitor (pmm). Ts suggested the clinic should explant, replace this icm device and return it for analysis to determine the root cause of the issue. Additional information, received a few months later, indicates this icm device was explanted from the patient due to the initially reported issue. No new icm device was implanted at the time. No adverse patient effects were reported. This icm device has been returned and analysis had been completed.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed error message and communication issue. Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field.